Manufacturer narrative:
The reported oad was received for analysis. The initial visual and tactile examination of the handle assembly, saline sheath, and driveshaft revealed the driveshaft to have been destructively cut from the handle assembly. The driveshaft section distal from the cut location was not returned. There were numerous bends or kinks along the shaft length. There was no damage observed with the oad. The oad was tested and was found to function as intended with no abnormalities observed. As all components of the device were not received, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and required surgery to remove. The target lesion was located in the distal anterior tibial artery. During treatment of the lesion with the oad, the device became stuck in the patient. Surgery was performed to remove the device and the patient was stable following the procedure.